Event description:
Subsequent to the initial MDR, data was provided for evaluation. Data analysis indicates that the high, low, and urgent low glucose alert thresholds were crossed on the event date. Additionally, on 10/22/2025 at 9:45 am, the phone was connected to an external audio output device. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem. H2 additional information. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm. The patient reported she inserted a new transmitter on (B)(6) 2025 and since that time she was receiving continuous signal loss on her dexcom mobile app and omnipod insulin pump through (B)(6) 2025. On (B)(6) 2025, the patient lost consciousness while driving. There was no information of any injury occurring. When the patient woke up, she was surrounded by emergency medical services. Ems had taken the patient¿s bg meter reading, which was low, however, a specific reading was not reported. The patient was treated with an IV medication and transported to the emergency room. At the emergency room, the patient¿s bg meter reading was tested again and was an unspecified low value while the cgm was still in a signal loss state. The patient was further treated with IV fluids and at some point, her omnipod insulin pump was put into manual mode. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.